Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise and low sensing due to lead dislodgement were noted on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.